Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. In addition, it was reported that the usb cable was no longer charging the pump. Customer tried a different usb cable and the pump was able to be turned on. Customer had elevated blood glucose levels (285 mg/dl). Customer delivered manual injections to stabilize blood glucose levels.